Event description:
It was reported that during a case using the spine guidance 5 software, an x-ray displayed that the screws were medial and breached. The screws were removed and placed again using navigation. There were no adverse consequences and the procedure was completed successfully.

Manufacturer narrative:
Corrected data: d4. Additional data: h4. H6 codes have been updated to reflect the conclusion of the investigation.

Event description:
It was reported that during a case using the spine guidance 5 software, an x-ray displayed that the screws were medial and breached. The screws were removed and placed again using navigation. There were no adverse consequences and the procedure was completed successfully.